Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr0124 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (regr0124) have been reported from the same facility in china.

Event description:
It was reported that the introducer was split at the proximal end, unable to be delivered into the body of this patient. It was reported this occurred with two devices. This report addresses the second device.